Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. Customer stated that the doctor changed her carb ratio and started going low after meals. The customer's doctor advised her to drive to the office but she was low so she is trying to do her reports. The customer blood glucose is now 91 mg/dl.